Manufacturer narrative:
This report is submitted on may 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. There are plans to explant the device and reimplant the patient with a new device; however, has yet to occur as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on november 05, 2018.